Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Patient's parent reported that daughter's blood glucose reached high and ketones were present. Patient's doctor suggested that patient go to the emergency room because of her blood glucose level end ketone. No diagnosis at the ER. Patient was treated with insulin and IV fluids and released after an hour. Pod was worn less than 4 hours. Pod was discarded at the hospital.